Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. Medical product - unknown femoral stem, unknown acetabular liner, unknown acetabular cup, unknown trochanteric grip, unknown cerlage wire, all catalog#'s: ni all lot#'s: ni. Third-party review of x-rays received noted that the implanted femoral and acetabular hardware was intact, periprosthetic lucency around the acetabular cup, and fracture of a cerclage wire reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient has been indicated for revision due to unknown reasons. No revision has been reported to date.